Manufacturer narrative:
Based on the product analysis performed, the assessments of the complaints are: anxiety-product/procedure: unable to observe, as it is not related to the device. Deflation: observed, opening on posterior side assessed, as unidentified (tear) opening, shell thickness within specification. Adhesion: unable to observe, as it is not related to the device. Particles in valve: observed, particles in the valve. As per the investigation procedure: creases and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported, left side deflation. Implant removal from textured to smooth, due to the concerns of the product. Particles in valve and strip of capsule attached to intact valve strap". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side deflation, implant removal from textured to smooth due to the concerns of the product, particles in valve, and strip of capsule attached to intact valve strap." Device has been explanted.